Event description:
Attorney's report of a patient implanted with a ck mesh in 2007. Report alleges that the patient's body gave rise to dense adhesions and a persistent infection, causing her severe pain. After less invasive methods failed to resolve her symptoms, the mesh was explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.